Event description:
The customer was hospitalized for high bgs. It was mentioned that the pump had an alarm. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The customer stated that they changed the infusion set due to high bgs before being hospitalized. Instructed the customer to change the set and to call the help line if the alarm recurs.